Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change. Customer's blood glucose was 300 to 400mg/dl at the time of incident. Troubleshooting advised customer that a new replacement battery cap would be sent to them. Customer wanted to check the pump and the high pressure test passed. The basal rates were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose and call back if further issues.

Manufacturer narrative:
Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit unable to download insulin pump to carelink pro due to several displayable history crc check failed on startup alarms at the alarm history file. Displayable history crc check failed on startup alarms due to a corrupted history file. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2017. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2017. The customer's age information with the initial report was incorrect. The correct information was (B)(6) yrs.